Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was referred to the electrophysiologist and device and lead replacement were recommended. The patient declined. The electrophysiologist then recommended a life vest and was also declined by the patient. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise resulting in oversensing. All lead measurements were within normal limits. Approximately one month later the patient presented to the clinic and there was an alert upon device interrogation. The alert was for a short circuit during shock delivery due to a shock impedance less than 12.5 ohms. Boston scientific technical services (ts) recommended device and lead replacement. No adverse patient effects were reported.